Event description:
It was reported when using the bd pyxis medstation es system was displaying error. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the error message was on the screen. The technical support specialist controlled the purge to resolve. The system functioned as intended after the technical support specialist investigated the device.